Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure, intermittently, the signal from the image1 hub to the aida and one of the ceiling-mounted screens is lost. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was not sent to the manufacturer for inspection. During the technical inspection by onsite technician, the error description provided by the customer "lost signal" was confirmed. It was determined that the cause of the issue was the plug used by the hospital. The hospital was advised to use a proper plug and replace the current one they were using. The issue was not caused by ks product's failure and can therefore be rated as user error. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).